Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported speed changes. The controller event log file contained events from 16jun2023 through 19jun2023. The file captured the pump operating at a fixed speed of 5900 revolutions per minute (rpm) with a low speed limit of 5700 rpm. Several pi events were observed throughout the log file. Per design, these events resulted in momentary decreases in the pump's actual speed to the low speed limit value. Additionally, increases in the pump's speed above the fixed speed setting, to values ranging from 5950-6000 rpm, were also noted during this time period. No other notable events or alarms were captured, and the pump appeared to function as intended. It was reported that due to hospital policy, no further information was able to be provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU, rev. C, is currently available. Section 1, ¿introduction,¿ addresses all pump parameters, including pump speed and pulsatility index (pi). Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4, "system monitor", explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated pump speed events. Frequent speed drops were seen on interrogation of the patient's controller. A review of the log file revealed pulsatility index (pi) events on (B)(6) 2023 at 16:24 till 12:30.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.